Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported doctor visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient visited the doctor due to high blood glucose (bg) levels. The personal diabetes manager (pdm) failed to reset and the patient was unable to activate a new pod. As treatment, the doctor administered 2 units of insulin to lower the patient's bg levels. The patient received insulin syringes as a back up method for insulin delivery.